Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the device immediately alarmed on start up. The issue was found to be with the back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error 1720. There were no reported adverse events. This issue was found during testing with no patient present.